Event description:
Related manufacturer report number: 2017865-2022-02516. During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead, additionally, a high auto capture resulting in high output mode was noted on the device. Technical support was contacted and recommended further investigation via provocative testing and reprogramming the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.